Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation.

Event description:
The patient underwent the following procedure:(1) l4-l5 laminectomy; (2) l4-l5 foraminotomy; (3) excision of dural adhesions from l4-l5; and (4) repair of the dura at l4-l5 (¿the second surgery¿).the patient was implanted with rhbmp-2/acs. Post-operatively, patient sustained unspecified injuries